Event description:
It was reported that a nurse broke her toe when a technician lowered the patient table. The nurse's foot was resting on the base of the patient table at the time of the incident.

Manufacturer narrative:
Ge field service engineer evaluated the device and found no evidence of malfunction of the table. Additionally, the ge field service engineer interviewed the facility's chief radiological technologist who indicated that the incident was due to the facility's operation. A review of ge's complaint database revealed no similar events reported to ge. This event is considered isolated.